Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient's ipg was explanted and replaced on (B)(6) 2025. Effective therapy was established post-operatively.

Event description:
It was reported that the patient is scheduled to undergo surgical intervention to move their batter from one side to the other. The reason for surgery is unknown at this time.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.